Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited controller error message followed by a system check failure message and a change console immediately message. The device was replaced with another aic. The procedural outcome is patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: the date of patient death is unknown the device was returned for evaluation. The console was power-cycled, and within 10 boots the system self-check error was reproduced. It was observed through the device logs that the same pmd/cpld communication errors were occurring. The cause of the impella stopped/ controller failure and subsequent system self-check failure are due to a defective impellatronics board. This report is being filed as part of a retrospective review of historical records.